Manufacturer narrative:
Investigation outcome: the device was evaluated by a technician on site: it was found that one of the hoses connected to the flow sensor had come loose, which explains why the device changed modes. Nurses reported sparking at the power outlet when they disconnected the device from the mains. No sparking problems could be reproduced in the workshop. The electrical safety test did not reveal any problems. Further information has not been received. Reports of a battery failure were reported by the staff. No entries for a battery failure could be found in the event logs for sn (B)(6) for 5 february in the logfile. Reports of a battery failure were reported by the staff. Most probable root cause (not confirmed): flow sensor not properly connected correction: connecting the flow sensor tubes correctly again so that they are tight. Concerning the other two reported issues, the device has been tested and the problems cannot be reproduced.

Event description:
The following was reported to hamilton medical ag: a patient was initially connected to the ventilator device for bipap ventilation. Once started, the operating mode of ventilator device changed automatically, and the ventilator device alarmed. When the nurse checked the connections, a spark was noticed. The patient got connected to another ventilator device and the treatment continued. The issue did not result in any patient harm. The data log files shown that the flow sensor measurements were out of the expected range what initiated the high priority ¿external flow sensor failed¿ alarm and the ventilator devices switches to ¿sensor failure mode¿ and the ventilation automatically continued in pcv+ mode as explained in the operators manual, chapter 7.6.1.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The following was reported to hamilton medical ag: a patient was initially connected to the ventilator device for bipap ventilation. Once started, the operating mode of ventilator device changed automatically, and the ventilator device alarmed. When the nurse checked the connections, a spark was noticed. The patient got connected to another ventilator device and the treatment continued. The issue did not result in any patient harm. The data log files shown that the flow sensor measurements were out of the expected range what initiated the high priority ¿external flow sensor failed¿ alarm and the ventilator devices switches to ¿sensor failure mode¿ and the ventilation automatically continued in pcv+ mode as explained in the operator's manual, chapter 7.6.1. Worst case, an inaccurate flow measurement due to a defect flow sensor, may led to respiratory acidosis. This, and the reported spark makes this event reportable.